Event description:
Caller reported difficulty with the pump quick bolus/wake button requiring multiple presses to activate the screen. The customer experienced a low blood glucose (bg) level (52 mg/dl). The customer consumed glucose tablets to treat the bg. The customer reverted to an alternate method of insulin therapy.